Manufacturer narrative:
Investigation summary: codes 86, 100, and 68 = other. Lot number of kit is unk. No customer returns were received. A monthly trend report identified no upward trends for list 3c07 product line. It cannot be determined if the complaint is product related. Evaluation complete-final report.

Event description:
On or around 05/22/1997 the account reported a negative result on a random urine sample, which was tested with the testpack plus hcg-urine assay. An intravenous pyelogram was given based upon the negative result. According to the account, the test was read at ten minutes. However, after 20 minutes the disc showed a positive result. A serum test that was performed on the patient gave a result of 70 miu/ml. The account was advised that the testpack plus hcg-urine assay is to be read immediately after complete development of the end of assay window and that random urine specimens with a lower specific gravity may not contain hcg levels reflective of the serum concentration. A specific gravity was not performed on the random urine. No further report of injury.